Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2012. According to the complainant, post-procedure, the patient presented with unspecified complications. Additional information received from the physician on (B)(6) 2013 stated that the procedure was uneventful and post operation the patient did well; her stress urinary incontinence resolved. Four months later the patient returned complaining of dyspareunia. The patient was referred to a urologist for her pain, however, nothing was found to explain it. She was also treated for a urinary tract infection. There were no signs of extrusion at her last check up. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.